Event description:
It was reported during an atrial fibrillation ablation procedure, the irrigation port of a cool path ablation catheter was detached. After catheter was prepped, it was inserted into sl0 sheath and advanced into the left atrium. Successful mapping was done with this catheter and it was working appropriately electrically. Before the physician started ablating, he noticed the irrigation port had disconnected from the catheter handle. The procedure was completed with another catheter without consequence to the patient.

Manufacturer narrative:
(B)(6). Device has been received, but not yet evaluated. When evaluation has been completed, a follow-up report will be submitted.